Manufacturer narrative:
It was reported that a rivet on the walker's right-sided sliding mechanism "snapped off" during use. The end-user lost his balance and experienced a right-sided fall onto his bathroom floor. Reportedly, the end-user scraped his leg, hit his elbow on a wall, and hit his head on the baseboard during the fall. The end-user was recovering from a recent manipulation procedure to his left knee at the time of the incident and has a history of a left total knee replacement. The end-user went to a local hospital's emergency department (ed) where knee x-rays were obtained. No acute findings were identified and the end-user was discharged home after the ed evaluation. The end-user reports that the incident has extended his post-procedure recovery with additional follow-up with his physicians. The end-user no longer had the walker involved in the incident. No sample was available to be returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported extension of the end-user's post-procedure recovery with additional follow-up, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a rivet on the walker's right-sided sliding mechanism "snapped off" during use.